Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the nose of assembly was loose. Manufacturer re-tightened screws in order to test unit. The indenter tip was found protruding into the crimp cavity. It is not possible to insert a ferrule for crimping. It is concluded that the product was manufactured to specification, and that the product as received is not to specification. Manufacturer states that product would require indenter adjustment in order to function correctly. This complaint is therefore, indeterminate for manufacturing.

Event description:
It was reported that during a sternal closure procedure the tensioner/crimper/cutter malfunctioned. The instrument was cutting the cable before crimping it. The surgeon removed the sternal cable and closed the patient with a sternal wire.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.